Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cutter would not oscillate during a pars plana vitrectomy procedure. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information: no lot number was identified with this complaint; therefore, a lot history review could not be conducted one probe sample was returned for evaluation. The sample was visually inspected and was deemed nonconforming. The needle is bent 30 degrees. The front shell is detached from the engine housing. Actuation testing was performed and was deemed nonconforming. Cut testing was performed and was deemed nonconforming, with no cut. The probe was disassembled and the components inspected. There was no wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance was felt when removing the inner cutter from the needle. The inner cutter was bent. There were deep gouge marks down the front and other areas of the inner cutter. Actuation testing was repeated after the probe was disassembled and the test was then deemed conforming. The complaint evaluation does confirm the probe would not actuate or cut. The root cause for the probe not functioning correctly is due to the bent outer needle and bent inner cutter. A bent needle and inner cutter will cause interference between the two components and result in an actuation/cut failure. The root cause for when and how the needles became bent along with the other damage to the probe cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).